Manufacturer narrative:
The condition of channel a stop key is not working was confirmed. The channel a pump head module keypad was replaced to correct the reported condition. This device utilizes user interface module master software version (B)(4) categorized as unremediated. (B)(4).

Event description:
On february 26, 2010 during device evaluation by baxter the channel a, stop key on a colleague cx triple channel volumetric infusion pump was found to be not working. There was no patient injury or medical intervention necessary according to the hospital representative.

Manufacturer narrative:
Additional information: there is a CAPA investigation mdq-CAPA-(B)(4) associated with this report. (B)(4).

Event description:
It was reported to baxter (B)(4) that a folfusor lv5 device was leaking before use. The device was filled with 4200 milligrams flourouracil in 230 milliliters of 0.9%sodium chloride when the leak was observed. There was no patient injury or medical intervention reported. No additional information is available at this time.